Event description:
It was reported the black adaptor that connects the cable to the temporary pacemaker, seemed to break and product is not safe for use. Customer reported proper use of the product and that it is too sensitive when trying to disconnect from the device. This sensitivity in handling resulted in breaking of the black clip of the connector. The cables were returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event on two cables; the plug was broken on one cable and the plug lock was broken off from a second cable. Analysis could not confirm the reported event on a third cable; the plug had no damage. Additionally the first cable was contaminated with adhesive and the heart wire connector also was contaminated with adhesive. The second cable was contaminated with adhesive. The third cable was cut approximately 10 inches from the plug exposing the black and white cable wire. The black inner cable wire was exposed. The third cable was also contaminated with adhesive and the heart wire connector was discolored. If information is provided in the future, a supplemental report will be issued.